Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "hair loss," feeling tired" - not device related, and "removal from textured to smooth due to the concerns of the product" against left side. Patient later reported left side rupture. Pathology report noted, antinuclear antibodies titer and pattern result as "nuclear, speckled" and with a comment of "speckled pattern is associated with mixed connective tissue disease (mctd), systemic lupus erythematosus (sle), sjogren's syndrome, dermatomyositis, and systemic sclerosis/polymyositis overlap. Device remains implanted.